Event description:
The complaint is reported as "the numbers are rubbing off the tube". No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not available for eval, therefore, the complaint could not be confirmed. MFR will continue to monitor and trend related complaints.